Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 3 tubes had no label. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo showed that the label is missing from the sidewall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 3 tubes had no label. There was no health impact or consequences reported.